Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions. Further information was requested but not received.

Event description:
It was reported that a patient presented with over-sensing and under-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.